Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. Section d4 expiration date corrected.

Event description:
It was reported that there were backup battery fault alarms on 11nov2023 and the backup battery was exchanged. The alarms returned two weeks later on 24nov2023. The log files captured backup battery fault alarms on 11nov2023 that continued through to the end. The system controller was exchanged and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via analysis of the submitted log files; however, the alarm was not reproduced during testing of the returned system controller. The log files contained approximately 2 days of data combined (10nov2023 ¿ 11nov2023 and 25nov2023 from 04:37:16 ¿ 16:08:54 per the timestamps). The log file captured backup battery fault alarms on 11nov2023 from 08:38:04 to 12:58:26 and on 25nov2023 from 04:37:16 to 16:01:20 due to the backup battery not passing the load test. The backup battery initially did not pass the load test due to the loaded voltage measuring under the acceptable threshold compared to the unloaded voltage. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues. During testing, multiple load tests were performed and no issues or atypical alarms were produced. The root cause of the reported event could not be conclusively determined through this analysis. The device history records (DHR) were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2023. Review of the DHR also revealed that the system controller was manufactured with the implementation of corrective and preventative action (CAPA) 116200, which implements the application of grease on the backup battery ribbon cable. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including the backup battery fault, alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.